Event description:
It was reported that when the sheath was removed from the 3.0 x 23 xience v stent, the struts were found to be flared. The device was not used and there was no patient involvement. Another 3.0 x 23 xience v stent system was used to complete the procedure. No significant clinical delay in the procedure was reported. No additional information was provided. Return device analysis revealed the soft tip of the stent system was torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and dried contrast in the inflation lumen, which is consistent with preparation and the stent delivery system (sds) being advanced over a guide wire. The stent implant was stationary on the balloon between the markers. There were slightly flared struts on the first row of struts on the distal end of the stent implant, confirming the reported information. The distal end of the balloon had wrinkled folds. The rest of the balloon was tightly folded. The very distal end of the soft tip was torn. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. In this case, it is possible the stent was inadvertently handled during preparation. Additionally, the noted wrinkled balloon and damaged tip may have occurred during advancement of the sds over the guide wire as there was no mention of the damage in the case description. Additionally, blood in the guide wire lumen is indicative of the sds being advanced over a guide wire. The reported stent damage appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for stent damage for this lot. All stent delivery systems are visually inspected for stent damage during the manufacturing process.